Event description:
It was reported that during the implant procedure, there was difficulty with the helix mechanism as the physician thought to have "over turned" the helix extension. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.